Event description:
It was reported that this patient presented with symptoms of a corporal bulge. This inflatable penile prosthesis was removed and replaced. No patient complications were reported.

Event description:
It was reported that this patient presented with symptoms of a corporal bulge. This inflatable penile prosthesis was removed and replaced. No patient complications were reported.